Event description:
The customer reported an oil mist coming from their unit. Attempted to contact the customer regarding possible physical complaints related to the reported oil mist, the customer was not available. The asp field service engineer repaired the unit.